Event description:
It was reported by the user site that during a 3dimensions mammography system procedure on (B)(6) 2026, that the "xray tube needs replace and now it's having exposure issues." A hologic field service engineer (fse) was dispatched to assess the device and at that time found "vertical motion drift post releasing down button." The fse installed an electromagnetic vertical brake to resolve the issue. No patient/user impact was reported. No further information is currently available at this time.